Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were microscopically inspected and tested for leaks. Wear at fold in the middle of each cylinder was noted, but no leaks were identified. The pump was microscopically inspected, leak and functionally tested. No damage or abnormalities were noted, no leaks were identified. The reservoir was microscopically inspected and tested for leaks. The component presented a leak due to a hole consistent with sharp instrument damage. Based on the information available and analysis results, the reported clinical observation of inflation issues could not be confirmed.

Event description:
It was reported that one of the cylinders of this inflatable penile prosthesis (ipp) exhibited inflation issues. A surgical procedure was performed, during which the device was removed and replaced. There were no patient complications.

Event description:
It was reported that one of the cylinders of this inflatable penile prosthesis (ipp) exhibited inflation issues. A surgical procedure was performed, during which the device was removed and replaced. There were no patient complications.